Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic surgery lobectomy procedure, part of the reload had not been fully fired and some part of the staples remained in the reload. Patient outcome was unknown.